Event description:
It was reported that the patient had an artificial urinary sphincter (aus) that was working properly; however, after an implantation of an inflatable penile prosthesis (ipp), the patient started to leak and there was a fluid loss. Upon revision, it was found that the cuff was not full coapted. It was also noted that the balloon was palpable; therefore, the balloon was replaced and repositioned in a new location. No further patient complications reported.